Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was receiving lost sensor alarms. When he removed his sensor he found that the sensor cannula was missing. However, the customer verified that the sensor cannula was no longer inside of his body. The sensor was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.